Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# n(B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported that they were having an issue recharging their implantable neurostimulator (ins). The patient needed their ins charged because they were having a surgery on (B)(6) 2015. It was noted that the patient's ins had never been turned on and they were going to put a new ins in because there was a problem with their current ins. The patient could not get charging right and the ins was dead at the time of the report. Recharging was reviewed with the patient and they were able to get all 8 coupling boxes shaded. The patient was indicated for non-malignant pain. No causes, troubleshooting, or outcome were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the implantable neurostimulator (ins) was turned on and the patient immediately had to come back and have the ins turned off because it was so excruciating and the patient could not breath. At that time, they performed an x-ray which found that the "stim" had moved and the patient would have to go back in for repair. It was noted that the implant never worked and there was a loss of therapy.